Manufacturer narrative:
Due to device malfunction, it was determined that this issue is reportable. There were no injuries reported in this incident.

Event description:
During a fat-grating procedure, the lipofilter was activated to remove the tumescent fluid. At the end of liquid evacuation, fat began to come down to lower chamber and be evacuated into waste canister. Some fat was lost.

Manufacturer narrative:
Due to device malfunction, it was determined that this issue is reportable. There were no injuries reported in this incident. On 03/29/2016: follow-up report no. 1 is being sent due to the below: "device evaluated by manufacturer?"; changed to 'no: other - device destroyed by facility'. "Manufacture date" - added date of manufacture to show 06/02/2015. Adding "root cause analysis": investigation indicates that the assembly process which attaches the evacuation tube to the canister funnel is inadequate. (B)(4) were opened to initiate a change in procedure. Mp-asp-can-tab to eliminate this problem. Device destroyed by facility.

Event description:
During a fat-grating procedure, the lipofilter was activated to remove the tumescent fluid. At the end of liquid evacuation, fat began to come down to lower chamber and be evacuated into waste canister. Some fat was lost.